Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor with skin irritation of the pod site. The doctor believed it was cellulitis. For treatment, the patient was given a topical treatment.